Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent an unknown oral procedure on (B)(6) 2018. During the procedure, the surgeon used the matrixmandible 1.5mm drill bit intra-orally through a 2.0mm cannula. The mouth area was irrigated but the cannula was not. The drill speed was reported as 28,000 rpm. Surgeon stated the drill bit became very hot and suspects the fit between the drill bit and cannula may be too tight, which may have caused friction and heat. While it was initially reported that patient was not injured, surgeon later reported the patient¿s skin surrounding the drill and trocar was hypertrophic (burned) associated with this event. Surgeon stated patient may require plastic surgery consults and/or treatment of the hypertrophic area. Concomitant devices reported: 2.0mm cannula & obturator (397.213, lot number unknown, quantity 1). This report is for one (1) matrixmandible 1.5mm drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.